Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "pronounced" noise was noted on the right atrial (ra) lead. Poor sensing was also previously noted in bipolar configuration and the lead was programmed unipolar. The ra lead remains in use. No patient complications have been reported as a result of this event.